Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient had their generator and lead explanted. Patient's neck incision had opened and the lead was exposed. The lead passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received.

Event description:
Per the provider, the wound dehiscence and lead extrusion were due to an infection. No additional relevant information has been received.